Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 450 mg/dl. The customer was treated with syringes. The customer stated that when she to rewind she got an a33 alarm. The customer stated that the drive support cap is loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The pump was received with a detached end cap, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window. Unable to perform the prime or occlusion tests due to a detached end cap. The drive support disk was inspected, and no anomaly was noted.